Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was in use on a patient and there was no patient harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board for replacement to address the reported problem.